Event description:
It was reported (B)(6) the patient was admitted emergently a second time. Diagnosis: sepsis due infection at the scs ipg site. No reported external indication at pocket site or lead implant wound site. The patient was treated with IV antibiotics during hospital admission for three weeks. The scs system was not explanted. The patient was reportedly discharged and was at home on oral antibiotics.

Event description:
Follow up information received identified the patient's issue persists, but the patient has not been hospitalized. In addition, the source of his sepsis was reported to be unidentified.